Event description:
The reported description notes that the spo2 desaturation alarm did not occur at the time of when the pt's desaturation level was decreased beyond the preconfigured spo2 parameter. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the spo2 desaturation alarm did not occur at the time of when the pt's desaturation level was decreased beyond the preconfigured spo2 parameter. The alarm was delayed. The users did not provide data about the extent of the delay or about the configuration for desaturation alarm delay or averaging. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.